Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels reaching 20 mg/dl. Reportedly, the pump basal rate was set too high. Customer adjusted their basal rate and consumed food to stabilize blood glucose levels.